Event description:
The screw head stripped during a procedure and the screwdriver tip became rounded. The patient returned to the operating room as the screw length was too long and was reportedly in the meniscus joint space.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.